Event description:
It was reported that damage occurred after use with a venflon I 22ga 0.8 mm x 25mm. The following information was provided by the initial reporter, "while using venflon I 22g it was noticed lot of phlebitis occurred and mostly in pediatric patients and few cases tip damage was noticed." 50 occurrences were reported but no times/dates or patient information were given.

Manufacturer narrative:
H.6. Investigation: DHR was performed and no qn or any reported event was noted during the production of this lot. No samples were returned but the retention samples were checked. The burst test was within specifications for the retention samples. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damage occurred after use with a venflon I 22ga 0.8 mm x 25mm. The following information was provided by the initial reporter, "while using venflon I 22g it was noticed lot of phlebitis occurred and mostly in paediatric patients and few cases tip damage was noticed." 50 occurrences were reported but no times/dates or patient information were given.